Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and unable to open the whole cubies in the drawer. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. The medication was subsequently obtained by the pharmacy or from other station and provided to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer stated that two cubies that had broken open. It was suspected that the customer had overfilled the cubies and then forcibly broke them to release the contents. To address the issue, powered down the device and unseated the position sensor and retractor bands. After reseating the components, performed a cold boot of the main unit. The cubies were successfully released, cleared debris and the customer confirmed that the repair was effective. A hardware test application (hta) acceptance test was conducted, verifying that the system was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed and unable to open the whole cubies in the drawer. The customer reported there was an issue occurred when user trying to issue medication to patient and had delay in dispensing medications to the patient. The medication was subsequently obtained by the pharmacy or from other station and provided to the patient. There were no adverse events or injuries reported based on this event.